Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for call was patient reported that they were getting a "settings not available" message when they tried to adjust the therapy. Patient stated that they had 3 groups and all of them did the same. Agent reviewed the meaning of the message and redirected the patient to healthcare provider (hcp) for further assistance. It was reported that patient reports pain worsening and a ¿therapy unavailable on handset¿ today. High impedance on contacts 4-7 and 12-15. 19,000 to 26,000. Programmed around impedances. The cause was unknown.